Manufacturer narrative:
This report will be updated when the investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly, the acetabular reamer was blunt and the surgery was forced to extend for nearly 1 hour.